Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the knife blade protruded from the device jaws, causing the jaws to no longer open. The device was pulled from tissue resulting in minor bleeding. There was no pt injury.